Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event and the patient got hospitalized on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient was positive for ketones. The patient was hospitalized for greater than 24 hours. The patient experienced the symptoms of feeling sick, unwell, headache, tired and weakness at the time of the event. No further information available.